Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed differences were attributable to situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. The user was advised to enter only blood glucose meter values obtained via fingerstick when calibrating, as use of estimated values or other sources may affect system performance. It was also observed that the user upgraded their firmware which led to a sensor re-ink which would allow the system to reinitialize and converge faster. Post re-link, the calibrations entered fit glucose trends well and the system was working within expectations. The user was advised to continue using the system and to follow up with their hcp about additional concerns with the discrepancies. Per dms review, the user was using the system with up-to-date information.

Event description:
On may 15th 2026, senseonics was made aware of an incident where the user experienced sensor inaccuracy. No injury or medical intervention was reported.